Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On 08/09/2025, it was reported that the patient experienced a sensor failure with her dexcom g7 device. The "receiver" and mobile displays showed the alert: ¿replace sensor now.¿ the patient reported that she was entirely too sick to address anything and was unable to perform a fingerstick blood glucose check. She began experiencing ¿volatile vomiting¿, describing it as being unable to keep down even a sip of water. She also noted a ¿heavy feeling of sickness, like illness¿, which preceded her progression into full-blown dka (diabetic ketoacidosis). Her condition deteriorated rapidly, and she became comatose. The last known cgm was not documented. The moment of coma was not documented. On (B)(6) 2025, the patient was taken to the hospital by ambulance after her husband called 911, stating she was ¿not coherent enough and all I was doing was moaning.¿ she was initially admitted to a nearby hospital and then transferred to a different hospital that could provide the necessary care. Upon arrival, she was diagnosed with dka and pneumonia, the latter resulting from aspiration. She received antiemetic and antibiotic. Treatment and management of dka was not described. Once she regained coherence, she hooked up her unspecified insulin pump. Due to her ¿weakness and the vomiting and the dehydration and the comatose state,¿ she remained bedridden for the next day. All care was provided in the hospital. The patient remained hospitalized from (B)(6) 2025, totaling five days. She was not allowed to leave the ICU until a new sensor was in place, which she applied on (B)(6) 2025. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.

Manufacturer narrative:
H2 additional informationconcomitant medical product - additional

Event description:
Subsequent to the initial MDR, additional information became available.